Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to the pre-existing patient anatomy and disease progression. The reported recurrent mr was a cascading effect of the reported slda. The reported tissue injury appears to be related to poor leaflet quality and primary mr. Additionally, the reported patient effects of mitral regurgitation and tissue injury are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2023, a patient was presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted. The mr was reduced to grade 2 post procedure. On an unknown day, the one mitraclip had single leaflet device attachment(slda) from the posterior leaflet. Recurrent mr of grade 4 was reported. Per the physician, the slda due to the pre-existing patient anatomy and disease progression. On (B)(6) 2025, a redo procedure was performed. An attempt was made to deploy mitraclip medial to first clip. This attempt was unsuccessful as the posterior leaflet was damaged which made grasping the leaflets difficult. The clip was removed from the anatomy. The mr remained unchanged post procedure. There was no clinically significant delay.